Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to high out of range pacing impedance measurements greater than 3000 ohms in the right ventricular (rv) channel. Technical services (ts) was contacted and noted high capture thresholds and loss of capture (loc). This pacemaker remains in service. No adverse patient effects were reported.